Event description:
A pt reported using the product for 4 weeks. During this time, her blood glucose levels were in the nineties, therefore, she stopped using insulin. She went to see her physician because she was not feeling well. Her blood glucose was noted to be 500.